Event description:
It was reported that the 9800 system had a filament regulator failed / ma too high error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.